Event description:
Related manufacturer reference number: 2017865-2022-03615, related manufacturer reference number: 2017865-2022-03616. It was reported that the patient presented in clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead, atrial lead, and pacemaker. On (B)(6) 2022 the physician elected to explant the pacemaker and cap the right ventricular lead and atrial lead. The pacemaker, atrial lead, and right ventricular lead were replaced. The patient condition was stable.